Manufacturer narrative:
Updated block g1: manufacturing site. The console device was not returned to the service center but was instead serviced on-site at the customers facility by a field service engineer (fse). Upon investigation, the fse confirmed the reported issue of emergency button failure to operate. Replacing the emergency stop switch resolved the issue. The laser console was calibrated and passed full functional and electrical safety testing. Therefore, it can be concluded that physical damage to the emergency stop switch was most likely the cause of the reported event. The device was first installed on (B)(6) 2019. It has been installed at different sites. This was the 6th site it was installed on (B)(6) 2025. It was fully functional from that time until the report complaint date of (B)(6) 2026. A risk review was completed and confirmed that the event emergency button failure to operate was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during inspection, the device's emergency button was functionally damaged. There was no patient or procedure involved.

Event description:
It was reported that during inspection, the device's emergency button was functionally damaged. There was no patient or procedure involved.